Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a hernia procedure where this device was implanted, the patient experienced surgical revision, extensive adhesions, recurrent small bowel obstruction and appendectomy due to dense adhesions which caused bleeding from the tip of the appendix. After the original procedure, additional potentially related procedures were performed, including revision.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced extensive adhesions and recurrent small bowel obstruction. Post-operative patient treatment included appendectomy due to lysis of dense adhesions which caused bleeding from the tip of the appendix.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.